Manufacturer narrative:
One mep13 was received for investigation on 2/17/2017 and analyzed on 3/17/2017. Device was found to be in good condition. Evidence of use in a procedure was present on the needle and sample cup. It was noted that tissue was present in the sample cup. Device functionality was tested under simulated conditions. Device initialized normally, but did not pull vacuum as expected. Event was duplicated - found to be a clogged cutter. Device was cleared of any tissue in aperture and was able to pull adequate vacuum. Device obtained 6 of 6 chicken samples. The device history records were reviewed. No non-conformances were found that would relate to this failure. Due to the discovery of the tissue within the cutter, event was reassessed reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The affiliate reported that the doctor pushed biopsy button many times, but no tissue sampled.